Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the specific cause of the malfunction could not be identified. A field service engineer replaced internal & external pyxibus cable and drawer 7 controller to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system a failed drawer message appeared and auxiliary 1 drawer 7 not detected on communication bus. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.